Event description:
It was reported that the patient began experiencing intermittent stimulation and a loss of therapeutic effect a few weeks prior to (B)(6) 2006. The patient had also been diagnosed with additional urological conditions, and had not received a device adjustment since implant. Additional information received reported that in (B)(6) 2006, the patient experienced left butt pain over the site of the implantable neurostimulator. No infection was noted, and the pain resolved with patient repositioning.

Manufacturer narrative:
Lead model 3889-28, lot# v002972, implanted (B)(6) 2006, explanted unk; extension model 3095-10 serial# (B)(4), implanted (B)(6) 2006, explanted unk; programmer model 3031a, serial# (B)(4).